Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137386, medical device expiration date: 2022-09-30, device manufacture date: 2021-05-17. Medical device lot #: 1074761, medical device expiration date: 2022-07-31, device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 35 times; 10 times with lot 1137386 and 25 with lot# 1074761. The following information was provided by the initial reporter. The customer stated: "the samples have platelet clumps."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 35 times; 10 times with lot 1137386 and 25 with lot# 1074761. The following information was provided by the initial reporter. The customer stated: "the samples have platelet clumps."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to platelet clumping as all samples met specifications. Customer called and provided they found the issue and it was not with the tubes, it was a bad pressure valve in the analyzer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.